Manufacturer narrative:
This report was sent in error as a duplicate of mfg report # 0003015876-2020-01202. Any further information concerning this issue will be reported under report 0003015876-2020-01202.

Event description:
The customer contacted physio-control to report that their device is not powering on at all. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not powering on at all. There was no patient use reported with the event.